Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified extended opening, observed a dark circle around the patch, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: stress marks assessed as non penetrating nicks, wear abrasion, an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is a crease sharp opening assessed as fold flaw opening.

Event description:
Device has been explanted.